Event description:
New information received indicated that the lead was explanted and replaced due to the dislodgement. The patient condition was stable.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that there was far r-wave over sensing, decreased sensing and high capture threshold on the right atrial lead. Dislodgement of right atrial (ra) lead was suspected. No patient consequences were reported. No intervention was performed.